Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005768 have already been previously tested in the (B)(6) on 04-feb- 2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(6). Device history record (DHR) review: the lot 6005768 was manufactured according to the work instruction (wi) version 111 manufactured in the line/machine l192, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 10-apr-2025 against malfunction code 6 soft cannula found bent upon removal from infusion site and lot 6005768 and two more complaints has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in france it was reported that patient faced hospitalization due to infusion set rolled up under her skin event on (B)(6) 2025. The blood glucose level was 500 mg/dl at the time of event company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.